Manufacturer narrative:
(B)(4).

Event description:
It was reported that the delivery system leak occurred. During preparation for a left atrial appendage (laa) closure procedure, a 21 mm watchman ® laa closure device & delivery system (wds) was selected. However, while they were flushing the wds there was a high pressure jet of saline streaming constantly from the hub. This device did not enter the patient and the procedure was complete with a different device.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the watchman delivery system (wds). The implant was received protruding out of the tip for 13 mm. The implant was deployed during the lab analysis and was consistent with the reported information. The hub, shaft, tip, core wire, and implant were microscopically and tactile inspected. Inspection revealed a crack in the hub/y-connector. The stopcock of the device was torqued all the way onto the hub and had ¿bottomed out¿, and the stopcock was tight on the device. Functional testing of the device was carried out by attaching a syringe filled with water, to the hub and applying positive pressure. When pressure to the syringe was applied, water was found to stream out from the leak. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that the delivery system leak occurred. During preparation for a left atrial appendage (laa) closure procedure, a 21 mm watchman laa closure device & delivery system (wds) was selected. However, while they were flushing the wds there was a high pressure jet of saline streaming constantly from the hub. This device did not enter the patient and the procedure was complete with a different device.